Manufacturer narrative:
Manufacturer reference number: (B)(4). Reference manufacturer report # (B)(4) for a second device used in the same case.

Event description:
According to the reporter: occurred during a thoracic penumothorax procedure. The jaws were not closed. A new reload was opened and checked the jaws movement, but also the jaws were not closed. The procedure was completed with another device. That status of the patient is no problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The jaws opened and closed properly. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. The file will be closed as a fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.